Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample and one (1) photograph were provided for evaluation. The photograph and sample were visually inspected, which revealed that the filter inside the chamber was detached. Based on the investigation findings, the reported defect was confirmed. The root cause of the defect is attributed to failure during the assembly process, where the use of a fixture during filter insertion applied excessive force. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the end user found a bloodline with a dislodged filter in the venous chamber. No injury reported.